Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg did not dislodge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the leadless implantable pulse generator (ipg) was placed, the ipg dislodged and had high thresholds. The ipg was removed and the patient was scheduled to have a transvenous ipg implanted. No patient complications have been reported as a result of this event.